Manufacturer narrative:
This report is being supplemented to provide additional information received for the manufacturing date of the device. Updated field - h4.

Event description:
No additional information received from the customer.

Event description:
Olympus was notified of an adverse event for a patient participating in the strive post-market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system, (svs), for the treatment of severe emphysema in a post-market setting. The subject (B)(6): enrolled in the strive study, underwent therapeutic multiple spiration valve placements under general anesthesia on (B)(6) 2024. On (B)(6) 2025 the patient experienced life-threatening, acute exacerbation of copd, attributed to valve displacement/migration at target location lb1 in the valve treated lobe (that was related to the device). The subject was hospitalized due to the adverse event and was discharged on (B)(6) 2025. The subject was administered - oxygen therapy: 5l nasal cannula, later weaned to baseline 3l, ceftriaxone (1g daily for 6 days), doxycycline (100 mg twice daily for 6 days), azithromycin (250 mg for 5 days post-discharge), prednisone (40 mg for 10 days), albuterol nebulizer every 4 hours, incruse inhaler (once daily), symbicort inhaler (twice daily) and later discharged (after 8 day stay) home on a 5 day course of 250 mg azithromycin. At the hospital, the CT showed reopening of left lower lobe (lul) and displaced valve at lb1 target location- lot number ws411633 indicating that the valve was no longer functioning effectively. The valve was found to be displaced was removed surgically post-discharge. This issue resolved without sequelae.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.